Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2009. Product ID: 5024m-58 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a polarity switch had occurred on the right atrial (ra) lead several months prior. The lead remains in use. No patient complications have been reported as a result of this event.